Event description:
Caller reported that patient received a reading of 459mg/dl. Insulin was administered and paramedics called. Reading upon paramedics arrival was 27mg/dl with an unidentified meter. Treatment information and time between tests was not provided by caller. Type of comparison device not identified.